Event description:
It was reported that during the implant attempt, due to the patient's torturous anatomy, two different catheters kinked when delivering the lead to the target position and the lead failed to be implanted. A second lead was attempted, but that lead also kinked. A third lead was then attempted and successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that visual inspection was performed and no kink on the lead body was observed. The introducer test was performed also, the lead passed through the introducer without obstruction.